Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported the insulin pump was not delivering insulin to the customer. There was no mention of no delivery alarms. The customer reportedly had high blood glucose and was on an intravenous insulin drip, until this was straightened out. The insulin pump had alarmed with a motor error and troubleshooting was performed. It was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The customer was able to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.